Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted. No known complications were reported during the procedure. The explanted devices were discarded by the medical facility and will not be returned.